Event description:
It was reported that the user unintentionally navigated to the fill tubing function instead of using the meal announcement feature and required guidance to exit the screen and resume insulin delivery. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was attributed to an improper or incorrect procedure that could lead to fill tubing process while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.